Manufacturer narrative:
Product event summary #at analysis the device failed its e-field immunity on its functional test. It was additionally noted that ex tensive corrosion was found inside the device but that the cable passed functional testing with a known, good radiofrequency head. The head was to be replaced and scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radio frequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.